Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-may-2022 to 28- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system experienced slowness between entry of user ID and scanning of bio ID. The technical support specialist stated that the issue had resolved from the customer side upon investigation. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system responded with slow login while user attempted to remove medication for a hypotensive patient. Customer added that the patient had respiratory decompensation while sedated for a procedure. The medications to reverse the sedation were retrieved as the nursed was logged in. Patient condition then turned hypotensive, the pharmacist responding to the patient condition tried to login to the device to remove the epinephrine to make an infusion and reported a delay of 30 seconds to log in. The customer confirmed that there was no patient harm and was able to administer medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system responded slowly due to application issues. A field service technician replaced a hard drive and reimaged the device to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system responded with slow login while user attempted to remove medication for a hypotensive patient. Customer added that the patient had respiratory decompensation while sedated for a procedure. The medications to reverse the sedation were retrieved as the nursed was logged in. Patient condition then turned hypotensive, the pharmacist responding to the patient condition tried to login to the device to remove the epinephrine to make an infusion and reported a delay of 30 seconds to log in. The customer confirmed that there was no patient harm and was able to administer medication to patient. There were no adverse events or injuries reported based on this incident.